Event description:
It was reported that during a procedure, a non-boston scientific guidewire became stuck while attempting to wire the right inferior pulmonary vein (ripv). The physician was unable to either advance or retract the guidewire despite multiple attempts. As a result, force was applied to remove the device, causing the guidewire to fracture. An alternative device was subsequently used, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.